Event description:
The patient was implanted with bivads in 2003. Six mos. Later a biventricular (vad) patient was in room and heard an alarm was for 'lo r pressure', noted that air escaping from right vad. The nurse came into the patient's room and noted that the 3 inch segment of tubing between the vad an the metal y-connector which bifurcates the pneumatic and electrical lines was leaking air. The line was cracked around 3/4 of the circumference of the tubing. The patient has holding the tubing together at this point. The fill signal was still present and the patient was stable. The manufacturer was contacted for a recommendation and to how to secure the device.